Event description:
Pt returned for routine study follow-up visit. Hcp unable to withdraw through the catheter. Catheter checked per x-ray and "distal cather appears to have snapped, leaving one portion intrathecally and the other in the subcutaneous tissue.